Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 20105 device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: there were no cartridges returned with the pump. The black box starts on (B)(6) 2015-. Due to continuous use of the pump the black box data and histories for the event have been overwritten. A review of available tdd and basal history shows the basal delivery to be accurate based on the user's programmed settings. Pump passes delivery accuracy with no air bubbles detected. The pump was found to be delivering accurately and within range. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient's mother contacted animas on (B)(6) 2011 to report an elevated blood glucose (bg) of 590 mg/dl on (B)(6) 2011. The reporter denied that the patient developed symptoms of nausea or vomiting; however, confirmed the patient tested positive for high ketones. The patient's high bg was corrected with humalog pen. At the time of troubleshooting, the reporter informed animas customer support that the patient had only been on the pump for less than a week. At the time of the high bg, the patient's mother reported that she discovered air bubbles in both the cartridge and line. The reporter stated she disconnected the patient from the pump and primed through tubing to remove excess air bubbles. Customer support reviewed proper filling technique, use of room temperature insulin, pressuring insulin vial and site placement with the reporter. Animas customer support noted no defect of the product was found at the time of troubleshooting. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.